Event description:
The dash responder defibrillator was returned to the ge healthcare depot repair with major physical damage to the housing including a hole about an inch in diameter in the base plastic along with a cracked top housing. The physical damage on the ge medical device would produce an inoperative device. There was no pt involvement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.